Event description:
Customer reported the system shut down on it's own. No patient injury was reported.

Manufacturer narrative:
A ge representative evaluated the system and replaced the on/off switch. System operates as intended.